Event description:
It was reported that during procedure, after t2 was implanted, the knot broke, then t2 was removed out of the articular cavity. A backup device was used to complete the surgery. No patient injuries were reported.

Manufacturer narrative:
Visual assessment confirmed that t2 has come free from the suture construct. T2 was not returned for examination. The condition of the construct indicates the suture was inadvertently cut by the insertion needle during use.